Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in shock impedances. At implant, the values were 75 ohms, then increased to 111 ohms. Recently, the values were out of range at 135 ohms. At this time, the rv lead and existing implantable cardioverter defibrillator remain in service. The patient has not had any adverse patient effects.